Event description:
On march 6, 2007, the lay pt contacted lifescan (lfs) alleging that her one touch ultra meter does not turn on. The pt said the reported meter stopped working "the last of january". Approx six days later, she felt shaky and like she was bouncing off walls with a lot of energy. She claims these symptoms are her usual hyperglycemic symptoms. She attempted to test with the reported meter and the meter did not turn on. Info was not provided as to when the pt had last attempted to test with the lfs meter prior to experiencing symptoms. She took 34 units of 70/30 insulin after having symptoms and called her doctor's office. The doctor's office "worked her in" to be seen. A result of 566 mg/dl was obtained on the doctor's office device. She received no immediate treatment at the doctor's office; however, she was started on metformin and her insulin was increased. Specific info regarding the pt's diabetes treatment regimen was not provided. The customer care advocate (cca) confirmed that the pt had replaced the meter battery within the last year. The cca walked the pt through pressing the "m" button and the meter did not turn on. The pt said the meter also did not turn on when a test strip was inserted into the test strip port. The meter was replaced. The complaint is reported because the pt alleges she became hyperglycemic with a blood glucose of 566 mg/dl while unable to obtain a reading on the reported meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. It the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.